Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds. A revision procedure was performed, during which a lead fracture was suspected. The lead was surgically capped and abandoned. No adverse patient effects were reported.